Event description:
There was an allegation of questionable calcium gen. 2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 1.44 mmol/l. The repeated result was 2.4 mmol/l.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed checks. The alarm trace contained several abnormal aspiration alarms, which could indicate a general pre-analytical issue. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative did not find any abnormalities during his checks. An exact root cause for the issue could not be established. The investigation did not identify a product problem.